Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported an itchy skin irritation on both of his shoulder blades. There is no alleged device malfunction. The patient's physician recommended temporarily removing the lifevest to allow the irritation to heal. Follow-up indicated that the skin irritation had healed.